Manufacturer narrative:
The c700 display was returned for evaluation. Draeger engineering evaluated the unit and isolated the reboot issue to the hard drive. The hard drive was replaced to resolve the issue. A query of similar complaints showed this is an isolated case. Monitoring at the kappa along with the vital signs are not affected and all audible alarms remain functional to alert the user. In addition a blue display and reboot is readily apparent to the user.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported during surgery that the c700 it which is connected to the kappa, suddenly stopped monitoring, rebooted and displayed a blue screen. There was no monitoring of patients during some minutes but no injury reported.